Event description:
It was reported that the atrial lead exhibited loss of sensing and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found a fractured inner coil at 21.1cm from the connector pin. The damage was consistent with rib clavicular crush, which likely caused the reported complaint of high impedance.